Event description:
It was reported that a balloon rupture occurred. The balloon used to treat the diffuse lesion in the right sfa was used for predilation, followed by the deployment of two stents. The aperta balloon was then used again to expand the overlapping portion of the stents at the rated burst pressure. After that, the balloon rupture was observed during deflation. The procedure was completed without any additional treatments, and no complications were reported.

Manufacturer narrative:
The product was returned for investigation. There was a tear found from the tip to the center of the balloon. It is considered that the reported event was caused by local contact with a stent, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.